Manufacturer narrative:
This report 1219930-2019-00395 was sent in error as a duplicate for MFR report number: 2647580-2019-00366, any additional information received in the future will be captured and submitted under the report number 2647580-2019-00366. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, during pulmonary artery ligation, the surgeon could not fire the device. The green button could be pressed but the handle could not be squeezed. A new reload was used to complete the case. There was no patient injury.